Event description:
It was initially reported to philips healthcare that the heartstart xl failed to charge. It was later clarified by the field service engineer (fse) that the heartstart xl failed to discharge. There was no reported patient involvement and/or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.